Event description:
Pharmacist of the facility reported to baxter (B)(4) of a 3 liter dual eva bag in which operator observed silicon joint between the lipid and glucose chambers for the bag hadn't been properly pushed in resulting solutions partially mixed. The reported condition occurred before patient use. There is no report of patient involvement, injury/adverse events, or medical intervention in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the customer reported condition of 3 liter dual eva bag in which operator observed silicon joint between the lipid and glucose chambers for the bag hadn?t been properly pushed in resulting solutions partially mixed was confirmed during sample evaluation. One actual defective sample was available for evaluation. The reported condition was confirmed during visual inspection. No other tests were performed. The assignable root cause of the reported condition is unknown. Additional information: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. This is a product not distributed in the us and does not have a 510k number. Should additional information be received, a follow-up medwatch will be submitted.